Manufacturer narrative:
Additional product code: hwc. Device has not been reported as explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing site: (B)(4). Manufacturing date: 13march2015. Expiry date: 01march2025. This complaint is assessed as not related to sterilization. Thus, the documents for the corresponding non-sterile were reviewed with the following result: no complaint related non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a variable-angle locking compression plate (va-lcp) lateral anterior clavicle plate was applied for clavicle fracture on (B)(6) 2015. Before inserting the plate, the surgeon bent and contoured the plate close to the middle two holes using the plate-bending press. He then proceeded with the surgery per the technical guide. It was found that the reported two locking screws could not be tightened in the middle two holes of the plate and went deeply in the bone. Therefore, the surgeon extracted the reported two screws up to the surface of the plate. Also he eventually decided not to tighten the va locking screw to prevent the penetration of the locking screw through the plate and completed the surgery. No surgical delay was reported. No adverse consequences were reported.this is report 3 of 3 for (B)(4).